Manufacturer narrative:
(B)(4). As of today, carefusion has not received the suspect device. Several attempts were made to contact the customer, but there has been no response. Shall additional information become available, a follow up medwatch report will be submitted.

Event description:
It was reported by the customer that the sprint pack power manager has loose pins and the unit is sliding back and forth during helicopter trips. According to the customer, this issue has caused one ventilator to shut down and another ventilator to malfunction on the same day.

Manufacturer narrative:
Results of investigation: carefusion was able to duplicate the reported issue of the pins losing their original position. During visual inspection, the pogo pins on the left and right slots were depressed on the power manager. This condition caused the power manager to not charge the batteries. This condition is not repairable and not for patient use. Carefusion recommended replacing the power manager. Carefusion was unable to duplicate the customer's reported issue of the batteries sliding back and forth. After installing both batteries in the unit, the batteries were seated properly with no issue.

Manufacturer narrative:
Corrected data: brand name, common device name, catalog number, PMA#, conclusion code.